Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found the customer was using an old probe. Requested to the customer to replace the probe. Cross checked with new probe, equipment is functioning properly and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the unit was not getting proper sealing result. They used another one to complete the case. No patient harm.